Event description:
Accuflo (B)(4) lot#100925 used to administer a dose of 5-fluorouracil over 23 hours. The device is an elastomeric infusion device with 4mg/hr rate and 120ml volume. The device was placed on the pt at 1300 (B)(6) 2015 to administer the dose over the 23 hours. The pt called the infusion center on (B)(6) 2015 stating that the device was empty at 0134 on (B)(6) 2015. The infusion should have been running until approx 1200 on (B)(6) 2015. The entire 23 hour infusion was infused over approx 12 hours.